Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicated that the cause of high pacing threshold was thought to be micro-dislodgement. This rv lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. This rv lead will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.